Event description:
A malfunction was reported on the customer's pump, identified with a malfunction code that was not resettable. There was no adverse impact to the customer¿s blood glucose level as it remained within normal range. The customer planned to use multiple daily injections as a backup therapy to ensure insulin delivery was not interrupted. Tandem technical support arranged for a replacement pump with updated software to be sent out and provided instructions for training and returning the faulty pump. The customer confirmed understanding of the instructions and shipping arrangements.